Manufacturer narrative:
No pt injury or medical intervention was reported/required. A gambro technical services (gts) field representative inspected the machine and duplicated the reported condition. The machine failed the ultra filtration accuracy test, but passed the mass balance test. He replaced and calibrated the d1/d2 flowmeters, and calibrated p2 pump. He performed a second ultra filtration accuracy test that was within MFR's specifications and completed an adr bleach, the machine returned to service with no additional reported fluid removal incidents.